Event description:
It was reported that the patient received shocks and was seen at the clinic. During a follow-up visit, there was no wireless communication and the patient alert was sounding. The non-wireless communication was established with difficulty and it appeared that device was in electrical reset. It was also reported that there were four electrical resets in a short time period. There were three electrical resets due to ventricular rate limit electrical results and on electrical reset due to watchdog circuit. Diagnostics were cleared and device replacement will be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and revealed that the ICD had pors related to the voltage regulator (vreg). Wireless telemetry was disabled as a result of the vreg pors. Visual inspection under the microscope revealed shorts between copper traces on a custom integrated circuit (ic). Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard. The simulations resulted in the pors which are consistent with the observed voltage regulator pors. The shorts between copper traces on the ic are related to the root cause of the reported event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).